Event description:
During a breast biopsy procedure, the cutter was not working properly, and taking poor samples. Switched to a completely different system to complete the procedure. The procedure was delayed by an hour and a half. The customer reported the pt received a second incision.